Event description:
The ge oec 9800 fluoroscopy system was reported to have mixed patient data between two patients. Two patients noted as gary barnette and patrick edgar had demographics mixed with the other patients images. No negative effect was noted or reported. Issue found by staff and reported data mix.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the system hard drive and re-loaded the software. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.